Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. There was no moisture damage on electronics noted. The insulin pump had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 72 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.